Manufacturer narrative:
In previous report, "section b - reporter country" was blank. In this report section b has been updated/ corrected.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previous reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient indicates there is no allegation of particles or residue in the device.  Section h6 device problem code, there was no allegation of degradation.

Manufacturer narrative:
Repair evaluation information was received on 09/06/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer using a known good power supply and power cord, confirmed the device powered on and provided therapy. Upon turning the therapy on, the device made a high-pitched noise. There were no errors logged. Care orchestrator data was not available for download. During the investigation, manufacturer observed an unknown, brown colored contaminant covering the top enclosure, ramp button, both flip doors, bottom enclosure, rotary knob, and front panel. An unknown, light grey colored residue was observed on the interior of the top enclosure and bottom enclosure. The seal on the rear panel's interior had an unknown white powder-like contaminant around it. Unknown fiber-like material was observed on the bottom enclosure's interior. The blower and interior of the bottom enclosure had a dust-like contaminant across them. A keratin-like substance was observed on the blower box, addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was observed and could confirm the complaint of a visualization of particles. In box d; device serviced by 3rd party, device avail. For eval and date returned were updated. In box h, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid were updated.